Event description:
Customer describes that the device has indicated an internal fault, with error code #39 on the display. Based on the information received, the potential risk associated with the reported event is classified as critical since the reported fault may intentionally terminate treatment, as a risk mitigation, with a high priority alarm. Based on the information provided at this time, including unknown patient outcome, the event is considered reportable per 21 cfr part 803.3.

Manufacturer narrative:
Return of defective material to manufacturer for repair has been authorized ((B)(4)) but device has not yet been received.